Event description:
The pt underwent a partial hysterectomy during in 2004. An absorbable adhesion barrier was used during the produre. Post-operatively the pt developed an infection and a mass in their abdomen. In 1 1/2 months later, the pt underwent a surgical procedure for the removal the absorbable adhesion barrier and the mass. The pt's ovaries were also removed as a result of the infection.